Event description:
Customer reported that the ventilator was cycling on a patient when the ventilator started to stack breaths. Ventilator was taken off the patient, patient was bagged and the ventilator was swapped out. The ventilator was taken to the biomed department. The biomed let the ventilator run on ambient for three days and was unable to recreate the reported failure. The biomed calibrated and functionally checked the ventilator. Ventilator was functioning according to all manufacturer's specifications. Ventilator was returned back to service. There were no patient injuries. No defective parts were identified or removed from the ventilator.